Event description:
It was reported that patient was using same site area previously and concern for scar tissue preventing insulin absorption which led high blood glucose levels, treated with manual dosing of insulin on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.